Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the ventilator.

Event description:
Report received of 840 ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.